Event description:
Consumer stated that after the 11th day of using the product her tongue swelled and she had a hard time talking. She stated she had been using it excessively to keep her dentures in place. No medical attention was sought for this condition.

Manufacturer narrative:
The physical attributes of a reserve sample of the same lot as the suspect sample was examined. The product was within specification.